Manufacturer narrative:
Device was received with no button response due to moisture damage on the electronic assembly. Unable to perform the self test and displacement test due to no button response. Moisture damage was also found on the motor and force sensor during visual inspection. No moisture damage found on the keypad assembly. Device was also received with scratched case, pillowing keypad overlay, keypad overlay, stained keypad overlay, end cap address label faded, case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. Customer sated that buttons were not responsive. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.